Manufacturer narrative:
Batch review performed on 03 april 2024. Lot 2302983: (B)(4) items manufactured and released on 02-june-2023. Expiration date: 2028-05-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional component involved: reverse shoulder system 04.01.0171 glenosphere 42xø24.5 (k170452) lot 1811896: (B)(4) items manufactured and released on 28-may-2019. Expiration date: 2024-05-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
Revision surgery was performed about 2 months after the primary surgery due to shoulder luxation.